Manufacturer narrative:
Board and base not functioning properly, customer must had depleted battery error. Both seals were removed. Top case cracked/chipped by the front right bottom corner. No visible contamination. Depleted battery alarm found in ehl several times. Reported problem duplicated during power up process/self test. Unable to determine what caused the problem . No evidence of damage or contamination to battery. Replaced battery, performed power up and self test.

Event description:
It was reported that the board and base was not functioning properly. No patient injury was reported.